Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic)/short v-v interval oversensing. It was also reported that the right atrial (ra) lead exhibited far field oversensing. Both the rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.